Manufacturer narrative:
The surgery was prolonged; however the particle was removed with no report of injury to the patient.

Event description:
The user facility reported during surgery the tip of the instrument broke in the patient's nose. The surgeon could not find the tip; therefore, called in an ear nose and throat surgeon, who removed the tip of the instrument. The surgery was prolonged; however, there was no report of patient injury. The patient is still under treatment, and post-op information has been requested.